Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar instrument was observed to have jaw misalignment. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that a fragment did not fall into the patient¿s anatomy and the missing material/damage described in the failure analysis investigation results occurred outside of a surgical procedure. There was no patient harm. The procedure was completed robotically. There was a procedure delay of approximately 3 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grips causing misalignment of the grips. There was a 0.0860¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did show damage. The ceramic sleeve was broken. Additional observation found related to the reported complaint states that the instrument had a broken molded insulator at the distal end. The broken piece measuring roughly 0.0705" in size was not returned. The complaint was confirmed by failure analysis. The provided image of the force bipolar instrument is consistent with the alleged issue of jaw misalignment.